Event description:
A distributor contacted heartsine to report that a device is not functioning as expected with a specific pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine l to report that a device is not functioning as expected with a specific pad-pak. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.